Event description:
It was reported that the inflatable penile prosthesis stopped working in (B)(6) 2020. The reservoir no longer had fluid in it which resulted in the pump no longer functioning. The physician believed the fluid loss occurred at the connector. The ipp device was explanted. A new ipp device was later re-implanted on (B)(6) 2021. There were no complications to the patient and he was stable following the procedure.

Event description:
It was reported that the inflatable penile prosthesis stopped working in may 2020. The reservoir no longer had fluid in it which resulted in the pump no longer being able to be used. The physician believed the fluid loss occurred at the connector. The ipp device was explanted. A new ipp device was later re-implanted on (B)(6) 2021. There were no complications to the patient and he was stable following the procedure.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fluid leak was confirmed as analysis found a fluid leak due to fatigue in cylinder 2. The identified fluid leak could impact the functionality of the device. Device history record (DHR) review: a DHR could not be performed as the lot number for the device was not available. Device technical analysis: the ams 700 reservoir, cylinders and pump were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leaks were found. The inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) showed signs of fatigue and was worn down to the filament. The outer layer of the pump bulb was worn as a result of wear against the pump strain relief krt junction. No leaks were found. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had a large hole of the outer tube and detached broken fabric threads in the proximal cylinder bodies. Cylinder 1 had a leak that was the result of sharp instrument damage which probably occurred during the explant surgery. Cylinder 2 had a leak that was the result of fatigue in the proximal cylinder body. Both cylinders were not pressure test due to the leaks that were identified. The identified fluid leak could affect the functionality of device as it would not be functional after fluid loss from the system. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.